Event description:
It was reported by repair work order that the ground path was compromised as the ground pin on the accessory power cord was missing. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.